Event description:
The customer was hospitalized for high bgs. It was indicated that bgs were uncontrolled and the basal rates were changed. The customer had a back up plan. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer has not tried manual injfections with the same insulin as is in the pump, but customer will do so. Suggested the customer talk to their doctor about changes in their insulin sensitivity.